Event description:
Nurse complained that baby looked gray during phototherapy treatment while using the neoblue phototherapy device. Reports are that the greyness resolved over a couple of hours.

Manufacturer narrative:
Natus medical incorporated is continuing to investigate this event ot verify that there is no alleged injury to the patient. A follow up report will be submitted as further information becomes available.